Manufacturer narrative:
Other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6)2011 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid [10 mg/ml] at an old dose of 1.857 mg/day and a new dose of 1.857 mg/day. It was reported the patient¿s pump was replaced on (B)(6) 2017. The hcp reported another hcp was not able to aspirate anything from the catheter, but still went ahead and connected the new pump to the existing catheter. The hcp stated they had performed a back table prime prior to connecting the pump. The hcp stated they had also performed a total prime of 0.3 ml after they connected everything. The patient started to not feel well that day. The hcp reported that the patient came back into the office on (B)(6) 2017 feeling nauseated that started ¿saturday or sunday night¿ ((B)(6) 2017 or (B)(6) 2017). The hcp stated the managing hcp was thinking the patient was potentially having withdrawal symptoms. The hcp wanted to know if the pump would alarm due to high pressure from a kinked catheter. The hcp faxed over the session data report containing the pump logs on (B)(6) 2017. The hcp wanted to know how long it would have taken for the patient to start receiving the new drug. The hcp stated the managing hcp was thinking there might have been no drug in the catheter, so the patient might not have been getting medication for 23 hours and 8 minutes, so the hcp would wait a bit longer and see how the patient did from there. The hcp was going to follow-up with the managing hcp. No further patient complications were reported.